Event description:
It was reported that the guide rod broke. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 110018823 lot: unk g7 positioning guide post cat: 110003456 lot: unk g7 lateral positioning guide the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. Visual examination of the provided pictures identified the guide rod, guide post, and lateral guide assembled together. The guide rod is fractured. No additional evaluation can be made from the provided pictures. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the guide rod was found broken after surgery. Subsequently, the guide rod, guide post, and positioning guide could not be disassembled. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; g3; h2; h6 impact code and device codes once the investigation has been completed, a follow-up MDR will be submitted.